Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device visual evaluation: visual analysis of the photographs identified: device with fluid. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side "grade IV encapsulation" and "very hard breast implant." Healthcare professional also reported "abdominal hernia and a cyst in subcutaneous tissues of upper abdomen"; these events are not device related. Device was explanted.